Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting rising pacing impedance measurements on the right ventricular (rv) channel. A review of the remote monitoring data identified several red alerts had been generated for impedance measurements greater than 2000 ohms. No adverse patient effects were reported.